Event description:
It was reported that during a meniscus repair surgery after the correct placement of the implant in the knee joint and puncture at the site of the meniscus damage, the first staple did not come out of the implant. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint not confirmed. Upon visual inspection, it was noted that the tip of the device was broken. It was also noted that the anchor was broken. Upon removal of the depth stop, it was noted that the device was bent. It was noted that the first anchor was deployed. Upon functional testing, it was noted that the second anchor could not be deployed due to the bend in the distal end of the device.